Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing fluctuating blood glucose (bg) levels for approximately 7 months ((B)(6)2015). High bgs were in the ranges of 169-435 mg/dl. Low bgs were between the ranges of 45-81 mg/dl. No additional information was provided.